Event description:
The customer reported that the system would intermittently display distorted images when plugged into the remote monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep tested unit with remote displays. The system was tested and found to be working as intended and put back in service.